Manufacturer narrative:
Manufacturer spoke with attorney. The aid allegedly called the dealer to report a loose screw on the unit and the facility allegedly was told to continue to use the unit, but with caution. This action allegedly was the cause of consumer breaking their hip. Device has not been located and/or returned for inspection. Maintenance history is unknown. As a conservative measure MDR filed based on injury.

Event description:
The dealer alleges an incident occurred with a patient lift that resulted in the consumer breaking their hip.